Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Patient reported left side with "device rupture diagnosed during a lung CT scan" , "has been suffering from pain, tenderness and swollen lymph nodes ". Device remains implanted.